Manufacturer narrative:
Results: the returned ace68 had minor bends approximately 123.5 cm and 132.5 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a fully functional device. The ace68 was able to advance through a demonstration neuron max without issue. The reported complaint could not be confirmed. Further evaluation revealed minor bends along the shaft which did not affect device functionality and, therefore are incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter and a non-penumbra guiding sheath. During the procedure, while attempting to advance the ace68 into the non-penumbra guiding sheath, the physician experienced resistance and the ace68 would not advance into the sheath; therefore, it was removed. The procedure was completed using a new ace68 and the same guiding sheath. There was no report of an adverse effect to the patient.